Event description:
No sample/no error message was generated by the summit. No conjugate added to well h10 during hbsag system iii assay plate ID b13480. No death or serious injury was associated with this incident.